Manufacturer narrative:
Initial MDR report stated: this issue has been designated as a malfunction of the device and is considered MDR reportable as "dr. Noticed that the trailing haptic was broken off after lens was implanted." This event occurred right after the lens was implanted. The incision was widened in order to explant the lens. Another hoya lens was implanted without incident and the patient's condition was noted as good. Because the customer has indicated that they will not be returning the lens to the manufacturer, the device evaluation will consist of a review of the device history records (DHR) to determine whether any irregularities or abnormalities occurred in the manufacturing and inspection processes. Once the DHR is concluded, a follow-up report will be sent to the FDA. This follow-up report is being submitted to provide the following additional device information: the intraocular lens diopter power and corresponding unique identifier (UDI)as noted in section of this report. In addition, the findings from the device history records review are being reported, as noted below: on 26-oct-2015, a review of the manufacturing and inspection records was conducted by (B)(6), hoya quality department. The report noted that the defective product was not returned. Therefore visual inspection of the physical sarnple could not be performed. No abnormalities were found in production and inspection records of the product. The exact root cause was not determined. However, from the investigation, it is believed that this issue is not product related. Device will not be returned by customer.

Event description:
Doctor noticed that the trailing haptic was broken off after the lens was implanted. The incision was widened to explant the defective lens. Patient's condition was noted as good.

Manufacturer narrative:
This issue has been designated as a malfunction of the device and is considered MDR reportable as "doctor noticed that the trailing haptic was broken off after lens was implanted." This event occurred right after the lens was implanted. The incision was widened in order to explant the lens. Another hoya lens was implanted without incident and the patient's condition was noted as good. Because the customer has indicated that they will not be returning the lens to the manufacturer, the device evaluation will consist of a review of the device history records (DHR) to determine whether any irregularities or abnormalities occurred in the manufacturing and inspection processes. Once the DHR is concluded, a follow-up report will be sent to the FDA. Device will not be returned by customer.

Event description:
Doctor noticed that the trailing haptic was broken off after the lens was implanted. The incision was widened to explant the defective lens. Patient's condition was noted as good.